Manufacturer narrative:
Evaluation results: one pneupac ventilators parapac was returned for investigation. The device was received in fair condition with a loose patient port. The manometer was out of specifications. The returned device was manufactured in 2011. The customer reported product problem was verified. The gas eyeball indicator stayed red after the device was powered on. A loose screw on the gas eyeball indicator caused this issue. The investigator tightened the screw on the gas eyeball indicator as a result. The investigator was unable to determine the root cause of the product problem.

Event description:
Information was received that 02 indicator is not working on a smiths medical ventilator. No adverse effects were reported.